Manufacturer narrative:
Other, other text: evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed wear and tear damage on the drain fitting, reflux plug 390, enclosure, front cover, and water tank cover. The investigator subsequently filled the tank with water, attached a temperature fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (failure to power on) was confirmed during testing. The product problem occurred because of a faulty power switch. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The faulty power switch was replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
Information was received indicating that a smiths medical level 1 hotline 3 blood and fluid warmer would not power on. There were no reported adverse effects.